Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified. The analyzer alarm trace contained an abnormal probe-sucking error. This is an indication of possible poor sample quality.

Event description:
There was an allegation of a questionable hcg+beta elecsys result for one patient from the cobas 6000 e 601 module. The initial result was 1.33 miu/ml and was reported to the clinician who rejected the result, as it did not match the patient's clinical condition. The repeat result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 39670 miu/ml and was believed correct. The reagent lot number was 64377001 with an expiration date of 30-nov-2023.